Event description:
A customer reported that unexpected negative reactivity was obtained on galileo echo (B)(4). An anti-e was identified on the galileo neo which was in the process of being validated.

Manufacturer narrative:
The customer did not perform additional testing for further investigation and requested service. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specifications. Qc performed as expected. The instrument is operating within specifications.